Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain. Upon device interrogation, it was noted that there was far field r-wave oversensing on the right atrial (ra) lead within the atrial blanking period, which was resulting in mode switch. The ra lead remains in use. No further patient complications have been reported as a result of this event.